Event description:
It was reported that during a lap chole procedure, the first device was being fired on the cystic duct, which was fat and swollen. The first four clips would not close, this may have been due to the duct being swollen. A second device was opened, but the first clip would not fire and when trying to fire a second time, the clip clipped on the first clip inside the jaws. An endoloop was used to complete the procedure. There was no patient consequence. Only the second device will be returned.

Manufacturer narrative:
(B)(4). Evaluation summary - no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the (B)(4) instrument found that it was returned empty and locked out, but the orange indicator did not show up. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.